Event description:
Healthcare professional confirmed right side baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, d.6a, d.6b, g.4, h.4, h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of seroma-late, capsular contracture and crease/folding of implant, was received on jun 15, 2021 with lot number 1763552. Visual analysis of the returned device identified, deformation, yellow particles on the shell, the weight the device within specification, and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing.

Event description:
Diagnostic report confirms seroma-late, capsular contracture iii and crease/folding of implant. Physician reports device was intact on removal. This relates to the right device. Device has been explanted.

Manufacturer narrative:
The events of seroma-late and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Diagnostic report confirms seroma-late, capsular contracture (unknown grade) and crease/ folding of implant. Physician reports device was intact on removal. This relates to the right device. Device has been explanted.